Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d4; g3; h1; h2; h3; h4; h6; h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: there is malalignment of the inner liner and acetabular shell concerning component disassociation. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
No additional information available for the reported event.

Manufacturer narrative:
(B)(4). D10: unknown cup. Bioloxâ® option, head, m, ã¸ 28/0, taper 12/14, item: 00877702802, lot: 3192295. 28mm i.d. 44mm o.d. Size f bearing, item: 110031012, lot: 66603526. Femoral stem cementless collared standard offset 12/14 taper size 4, item: 574201040, lot: 3191221. Bone screw self-tapping 6.5 mm dia. 35 mm length, item: 00625006535, lot: 65829151. The customer indicated that the product location is unknown; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the patient underwent a hip revision approximately 1-year post implantation due to the dual mobility liner loosening. Due diligence is complete as multiple attempts were made; however, no further information is available at this time.